Manufacturer narrative:
(B)(4). Dilatation catheter: 3.25 mm x 12 mm 143 cm quantum; guide wire: abbott balance middleweight; abbott wiggle; short pilot; other 2.0 snare device. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. Return of the voyager nc catheter used in the procedure may have aided in the investigation. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. The patient anatomy was 90% occluded, which likely contributed to the reported rupture. It is possible that the balloon material was damaged (scratched) during interactions with other devices, or patient anatomy, such that the balloon ruptured upon inflation. A portion of the balloon was left in patient anatomy despite the attempts to snare the material. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency. Without the product to examine, a definitive cause for the reported difficulty inflating the balloon and rupture cannot be determined. To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure (rbp).

Event description:
It was reported via user facility medwatch report that: balloon dilatation attempted and balloon ruptured. A small fragment of the balloon stuck to the lesion and was unable to be removed. Additional information received stated that during an interventional procedure of the 90% occluded, mid left anterior descending (lad) artery, post an unsuccessful stenting and balloon dilatation attempt, the 3.25 x 12 mm voyager nc balloon was inflated and the balloon ruptured at an unspecified atmosphere. A small fragment of the balloon detached and stuck to the lesion and could not be removed via snare attempts. The patient had coronary artery bypass graft (CABG) surgery and a complete bypass of the vessel. The prognosis was good; the patient was in stable condition. There was no reported patient sequela. The patient was discharged to home with in home health (B)(6) 2010. No additional information was provided.